Event description:
A report was received that the pt had a medtronic lead, a m1 connector and one of her ipg's explanted due to uncomfortable and inadequate stimulation. The physician removed the equipment and replaced it with a new lead and extension. The new lead and extension was connected to the ipg that remained implanted. The pt is doing well following the procedure.